Manufacturer narrative:
Investigation results: visual inspection: aesculap ag received the products without original packaging in used condition and some non-aesculap (stryker) devices in a basket. A detailed analysis has shown that the cutting edge is damaged. Nevertheless, the function test show no deviation and all measurements are within specifications. Batch history review: the device history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. Conclusion/preventive measures: due to the damage, the pressure must be increased considerably when drilling, which can lead to an unaccustomed working method. Please refer to instructions for use (IFU) (aesculap ag reference no. (B)(4) change no. Ae0062910) section 2.6 and 2.7: 2.6 functional tests: potential impairments include: blunt cutting edges and incorrectly sharpened inner and outer drill cutting edges mechanical damage to the cutting edges of the inner and outer drills in particular wear and tear or damage to the coupling dogs on the inner drill and lock head inadequate preparation 2.7 application risk of injury due to impairment of disengage function! Never use the cranial perforator if the described function check has not been performed or an impairment has been discovered. Based upon investigation results, a CAPA is not required.

Event description:
It was reported that there was an issue with gb302r - cranial perforator 9/12mm hudson shank. According to the complaint description, normally, the drill automatically stops while using the trephine once the skull is penetrated, but this time it did not stop and struck brain tissue. According to the surgeon, the incident caused a cerebral contusion in the patient. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on review of the applicable risk analysis. Additional information was not provided. The malfunction is filed under aesculap ag reference no. (B)(4). Associated medwatch reports: gb304r (aesculap ag reference no. (B)(4): 9610612-2025-00217).